Event description:
It was reported that this right atrial lead exhibited noise. It was suspected that this was due to electromagnetic interference (emi). No changes have been performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).